Event description:
The manufacturer's field service engineer reported review of the device diagnostic log during service, indicated a vent inop condition due to inhalation autozero failure (4004). The customer reported there was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. The manufacturer¿s contact person address is: (B)(4).

Manufacturer narrative:
(B)(4).